Event description:
There was an allegation of discrepant "positive" results for an unspecified type and number of samples tested for hbsag and "hiv" on a cobas e 801 analytical unit. When the samples were repeated on the other analyzer, the results were "negative." Additional details related to this event have been requested, but have not been provided.

Manufacturer narrative:
No reagent lot numbers with expiration dates were provided.